Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the carousel was not printing correct data from server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the printer was not printing correct data. A technical support specialist confirmed that the facility was undergoing a disaster recovery (dr) process, which may have impacted the carousel's ability to print accurate data from the pyxis server. An attempt was made to obtain the dr ticket, but the customer did not have it available. The customer requested to close the case for now in order to focus on resolving the dr-related issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the carousel was not printing correct data from server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.